Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: dvd 9735991 sata cable kit s8 svc h3) the representative went to site and was able to load exam discs, but needed to use the directory folder to prompt the cd to load from the cd drive. Notified site that this is likely due to how some of the cds are formatted and provided information on how to prompt the system to load through the file system when it doesn't do so automatically. Could replicate the workflow on their other system. Software cds loaded without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the disc drive was no longer functioning. There was no patient involvement.